Event description:
Information received by medtronic indicated that the insulin pen had dose log inaccuracy. It was reported that dial dose was sticky and hard to press. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Customer reports: the inpen app does not log the exact dose from the inpen device. It is no longer pairing. The dial dose is kind a sticky and hard to press/push per visual inspection: no physical damage to injection foot or inpen was noted. The inpen does not pair with commercial mobile. Inpen received with leadscrew 1/2 of the travel. Re-wound screw. A slight drag was observe when dialing and dosing. Inpen leadscrew also had some intermittent pull back movement when dialing. Moderate buildup of dust / lint under button was observe. Unable to verify dose log anomaly due to communication anomaly. In addition: inpen will be sent to s.d for further analysis. In conclusion: the customer complaint of inpen not pairing and hard to press / push dial was confirmed. Per neta glaser, destructive testing showed a pattern wheel misalignment due to an encoder base bond failure. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Serial number: n/a software version: n/a color: blue battery life remaining: n/a customer reports: the inpen app does not log the exact dose from the inpen device. It is no longer pairing. The dial dose is kind a sticky and hard to press/push per visual inspection: no physical damage to injection foot or inpen was noted. The inpen does not pair with commercial mobile. Inpen received with leadscrew 1/2 of the travel. Re-wound screw. A slight drag was observe when dialing and dosing. Inpen leadscrew also had some intermittent pull back movement when dialing. Moderate buildup of dust / lint under button was observe. Unable to verify dose log anomaly due to communication anomaly. In addition: inpen will be sent to s.d for further analysis. In conclusion: the customer complaint of inpen not pairing and hard to press / push dial was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.